Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01352. It was reported the patient's scs leads migrated, as confirmed by x-ray, and the patient's stimulation therapy changed. Follow-up identified surgical intervention was taken and the patient's leads were repostioned on (B)(6) 2015. Additional follow-up identified the patient reported he is receiving effective stimulation coverage and doing well. The reported issue has been resolved.